Event description:
It was reported that nim patient interface connection issues and missing a piece from the usbc port. There was no known patient impact.

Manufacturer narrative:
H3: product analysis found that verified not working properly. Unit presented with software 1.7.5. A missing outer shroud, a torn fuse l abel, a cable connection failure due to a defective main pcba and a pi fault due to defetive stim pcba. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model: nim4cm01; serial/lot number: unknown. H6: fdm b17, fdr c20, fdc d16 and img g02030 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6:ime e2401 and imf f24 code is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model:nim4cm01; serial/lot number: unknown. H6: fdc d16, ime e2401, imf f24 and img g02030 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that pre-operatively, the connection was going in and out when connected with the cord. There were no issues with console. There was no patient involvement.